Event description:
It was reported that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2009. It is alleged that the plaintiff experienced pain, erosion, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, vaginal scarring, chronic abdominal pain, vaginal discharge and odor, adhesions, prolapse, extrusion, and infection sometime after the initial implant procedure. It is alleged the plaintiff underwent surgery for removal and revision of the mesh and a hysterectomy in (B)(6) 2010. In (B)(6) 2010 the plaintiff had surgery in which more of the mesh was explanted. In (B)(6) 2011 the plaintiff underwent surgery for mesh explantation and urethra reconstruction. On (B)(6) 2012 the plaintiff underwent another surgery for bladder tacking and mesh removal. It is also alleged by the plaintiff's attorney that the plaintiff experienced a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4). Date of explant: (B)(6) 2010 - mesh removal and revision. (B)(6) 2010 - mesh explant. (B)(6) 2011 - mesh explantation. (B)(6) 2012 - mesh removal.